Event description:
It is reported that a customer experienced high blood glucose of over 330 mg/dl. The customer was treated for the high blood glucose with the insulin pump. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer called back to continue troubleshooting and the insulin pump passed the high pressure test. The insulin was clear and not expired. The customer was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction. The customer was advised to call back if the issues persisted.